Event description:
It was reported that the patient presented for follow up with post- sensed t wave over-sensing exhibited by the pulse generator. No interventions were made. The patient was asymptomatic.